Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a no disposable alarm. The infusion rate was 2.2 ml/hr, total reservoir volume at 100 ml, and 2 ml was given. Another pump was used and the reported issue resolved. There was patient involvement, no patient injury was reported.